Manufacturer narrative:
Event description update to reflect additional and corrected information received. Imaging description added. Patient's medical history added. The patient¿s medications include; aspirin, hydrochlorothiazide, levothyroxine, metoprolol tartrate, multivitamin, omega-3 polyunsaturated fatty acids, and simvastatin. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), the gore® tag® thoracic endoprosthesis is intended for endovascular repair of isolated lesions of the descending thoracic aorta in patients who have appropriate anatomy. Key anatomic elements that may affect successful treatment of the lesion include severe neck angulation, short aortic neck(s) and significant thrombus and/or calcium at the arterial implantation sites. According to the IFU, the safety and effectiveness of the conformable gore® tag® thoracic endoprosthesis has not been evaluated in patients with previous stent graft placement. Additionally, the IFU states complications associated with the use of the gore® tag® thoracic endoprosthesis that may occur and/or require intervention include, but are not limited to endoleak. (B)(4).

Event description:
On (B)(6) 2015, the patient underwent treatment of a 10cm juxtarenal aortic aneurysm, whereby a cook zenith® aaa endovascular graft was implanted into a reported large reversed tapered proximal neck (exact measurement not given). It was reported, after placing the 36mm zenith device a proximal type I endoleak was noted on final angiography. On an unknown date, it was reported the zenith device had migrated distally (distance unknown). The cause of the migration was not reported. On (B)(6) 2015, an intervention was performed to treat the persistent proximal type I endoleak. According to the report, a conformable gore® tag® thoracic endoprosthesis was implanted into the proximal aortic neck for proximal extension. It was reported, the endoleak was not resolved, reportedly due to the patient¿s large reverse tapered proximal neck. On (B)(6) 2016, the patient was reported to have undergone an intervention to treat the continuing endoleak. According to the report, a three fenestrated 32 x 166 medtronic device was implanted with intentional coverage of the superior mesenteric and bilateral renal arteries. Final angiography showed resolution of the endoleak and the patient was reported to have tolerated the procedure.

Manufacturer narrative:
(B)(4). The patient's medications include; simvastatin, lisinopril-hydrochlorothiazide, levothyroxine, multiple vitamins/minerals, fish oil and aspirin. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), the gore® tag® thoracic endoprosthesis is intended for endovascular repair of isolated lesions of the descending thoracic aorta in patients who have appropriate anatomy. Key anatomic elements that may affect successful treatment of the lesion include severe neck angulation, short aortic neck(s) and significant thrombus and/or calcium at the arterial implantation sites. According to the IFU, the safety and effectiveness of the conformable gore® tag® thoracic endoprosthesis has not been evaluated in patients with previous stent graft placement. Additionally, the IFU states complications associated with the use of the gore® tag® thoracic endoprosthesis that may occur and/or require intervention include, but are not limited to endoprosthesis migration and endoleak.

Event description:
On (B)(6) 2017, the physician provided the following information during a presentation at a medical device conference in (B)(6). On (B)(6) 2015, the patient underwent treatment of a 10cm juxtarenal aortic aneurysm, whereby a cook zenith® aaa endovascular graft was implanted into a reported large reversed tapered proximal neck (exact measurement not given). It was reported, after placing the zenith device a proximal type I endoleak was noted on final angiography. On an unknown date, it was reported the zenith device had migrated distally (distance unknown). The cause of the migration was not reported. On (B)(6) 2015, an intervention was performed to treat the persistent proximal type I endoleak. According to the report, a conformable gore® tag® thoracic endoprosthesis was implanted into the proximal aortic neck for proximal extension. It was reported, a final angiogram was performed. Imaging showed a slow proximal type I endoleak due to distal migration (distance unknown) of the tag device from the level of the renal arteries. Reportedly, the persistent endoleak was due to the patient¿s large reverse tapered proximal neck. The physician elected to conclude the intervention and will continue to monitor the patient. The patient was reported to have tolerated the procedure and taken in stable condition to recovery. On (B)(6) 2016, the patient was reported to have undergone an intervention to treat the continuing endoleak. According to the report, a three fenestrated medtronic device was implanted with intentional coverage of the superior mesenteric and bilateral renal arteries. Final angiography showed resolution of the endoleak and the patient was reported to have tolerated the procedure.

Manufacturer narrative:
Lot: UDI number could not be obtained as the lot number for the device was not available. (B)(4). A review of the manufacturing records could not be performed as the lot number was not available. The root cause of the migration could not be determined with the information provided.

Event description:
On (B)(6) 2017, the physician provided the following information during a presentation at a medical device conference in (B)(6). On an unknown date, the patient underwent treatment for an unknown etiology, whereby a cook zenith® aaa endovascular graft was implanted. On an unknown date, it was reported the zenith device had migrated (distance unknown). The cause of the migration was not reported. On an unknown date, an intervention was performed whereby a conformable gore® tag® thoracic endoprosthesis was implanted for treatment of the migration. On an unknown date, migration of the tag device was reported. The cause and distance of the device migration were not reported. On an unknown date in 2017, the patient was reported to have undergone an intervention to treat the migration of the tag device. Additional information has been requested.